Event description:
The facility reports the resident was being removed from the tub when the saf-lift tipped over. The resident had redness of the left shoulder, a scraped left leg, and bruising on the left hand.